Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during a cholangioscopy procedure performed for the treatment of stones on (B)(6) 2024. During the procedure, the image turned purple. The spyscope ds ii was unplugged and plugged back in, and the controller was restarted, however, the image remained purple. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.